Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, it was observed the atrial lead had insulation damage that exposed the inner wires and the pacing impedance was 100 ohms. The lead was capped and replaced. The patient was stable.